Event description:
It was reported while using bd bactec¿ mgit¿ 320 instrument, there were multiple false resistant results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: catalog # 441743, s/n (B)(6): the customer reported growth in the samples where there should be no growth. An sme reviewed the case and determined that was no issue with the instrument and the case was closed. A reagent case was opened to further the investigation (case (B)(4)). The root cause of this complaint case cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no previous recent additional work orders were observed for the complaint failure mode reported. A reagent case for this issue has been opened - case (B)(6) / (B)(4). No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 320 instrument, there were multiple false resistant results. There was no report of patient impact.